Manufacturer narrative:
Updated blocks: d4 and h4.

Manufacturer narrative:
Per the manufacturer's subsidiary, the o2 sensor that failed calibration is: pn: (B)(6). Sn: (B)(6). UDI: (B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed oxygen (o2) sensor calibration. As a result, the o2 sensor was replaced and the epgs calibrated successfully. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was non-verifiable as no product was returned. Multiple diligence attempts for part return were unsuccessful therefore further evaluation and root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. The o2 sensor was evaluated first by assessing the output in ambient air which measured 8.7 millivolts (mv) which is under specification. When installed into a luo electronic patient gas system (epgs), calibration was unsuccessful. The pst reviewed the data logs and the calibration failed because the o2 sensor was out of range. It was determined that the o2 sensor did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.